Event description:
A hemodialysis facility has reported that during treatment there was an apparent leak on the bloodline tubing where the saline line is connected to the arterial portion of the line. Additional information received stated that approximately 21/2 hours into treatment, the staff found approximately 200cc's of blodo from a suspected bloodline leak and all connections were secure. The patient was transported to the emergency room and was found to be in stable condition and was discharged to home. Currently, the patient continues to receive dialysis at this clinic without further incident. The sample is being returned for evaluation.

Manufacturer narrative:
(B)(4).